Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent plif at levels l4-l5 to treat lumbar canal stenosis. Implant 4.75 was used. On an unknown date post-op, "erosion", pseudoarthrosis, and breakage of a screw (implant level unknown) were observed. The patient had no complication. The surgeon commented that the screw breakage was due to the erosion. He also commented that he was considering about revision because cage migration might occur. Level at which the screw broke is unknown.